Manufacturer narrative:
The analysis of the available information and the error log entries indicate that the motor had stalled. Since the motor has already been replaced in february, there is only an increased torque as root cause possible. Most likely, a lower diaphragm that had an irregular seating of an o-ring caused a contact of the clamp to the piston movement indicator, leading to a higher friction and causing the reported error log entry and vent fail. The software monitors several ventilator motor parameters like motor voltage, motor current and angular speed. In case of higher friction due to a wrong seated o-ring on the lower diaphragm, the motor current will increase, the motor voltage and the angular speed will drop. If any of these values gets out of the allowed range, to prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit displayed a motor stalled error during a case. There was no patient injury reported.